Event description:
Spontaneous. Pt's mother reported that both pumps are giving "high pressure" alarm. Pump serial numbers unknown. Pt changed cassettes, changed tubing, made sure pathway was clear and both pumps still alarmed. They called 911 and pt was taken to hospital ER but was then discharged as ER md refused to touch or look at pt's central line. Pump stopped for 30 minutes and pt went back to hospital ER as same error message appeared again. Pt saw same ER md who stated they cannot help and sent pt home. Pt was asked to contact pharmacy to replace pump. Informed pt that since they did troubleshooting and both pumps still showing same message, it could be the central line. Suggested that pt contact md as well for recommendation. Pt reported starting to experiencing light headedness. Pharmacy sending 2 new pumps however, advised mother that pt must also go to hospital as soon as possible to have her line checked. Reported to (B)(6) by pt/caregiver.